Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found that excessive force applied to the instrument can result in device damage. A review of risk management files found that the reported failure was documented appropriately. One picture has been sent by customer and it shows the device package label and three pieces of distorted metal next to it. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during arthroscopy, the end of the endoscopic cannulated drill bit torn into pieces. All pieces were retrieved using forceps, an x ray was done to confirm that no pieces were left in the patient. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.